Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (sweden) lost therapy due to lead migration. Reportedly, a revision took place on (B)(6) 2016 during which time the lead was repositioned back to its' original location. It was discovered the long anchor contributed to the issue. As a result, the long anchor was removed and in turn a knot was attached into the fascia which resolved the issue.